Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vio integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported issue and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: the reported issue occurred on (B)(6) 2022 during a malignant hysterectomy surgical procedure performed on system sk0752. This complaint is considered a reportable event due to the following conclusion: although the customer was able to continue the procedure robotically using the iesu, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there were errors c-30 on the integrated electrosurgical unit (iesu) during monopolar cut. The technical support engineer (tse) asked the caller to try the second iesu port; however, the caller stated the issue persisted. The tse asked to the caller to reboot the iesu, but issue remained. The tse then asked to the caller to try with a different energy cable and monopolar instrument, but the issue persisted. The tse recommended the caller try a third party generator; however, it was not available. Intuitive surgical, inc. (Isi) followed up on 23-sep-2022 and 26-sep-2022 and obtained the following additional information: the customer did not recover the fault. They completed the procedure using the same iesu, but without the monopolar cut function.